Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose after lunch while using the ilet and cgm, with concern that the system was delivering too much insulin and that the cgm target had been adjusted to a lower range per trainer input. Symptoms included hypoglycemia. Outcomes included user education on device operation, review of cgm reports showing a roller-coaster glucose pattern, and instruction to use the 15-15 rule for low glucose and to consult the healthcare provider regarding cgm target settings. Investigation included review of device-reported glucose trends and provision of troubleshooting and education. Investigation of this case revealed no device malfunction reported, with unclear cause of hypoglycemia and potential contribution from cgm target settings and postprandial insulin dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.